Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. The lead was repositioned several times during implant as it repeatedly dislodged. After achieving fixation, no sensing or pacing threshold could be obtained. The physician elected to abandoned the lead in the patient as the patient had undergone numerous cardiac surgeries and was believed to have a non-responsive atrium. Prior to pocket closure it was noted that the lead had dislodged once more but not further attempts at repositioning the lead were taken and the device programmed vvi. No adverse patient effects were reported.